Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer had an a33 alarm on the insulin pump. The customer's blood glucose level was 75 mg/dl. The customer was advised to use back up plan per healthcare provider instructions. The customer insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to confirm a33 alarms or perform prime/a33 test due to motor error alarms. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.